Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, and analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however appears to remain in-service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and replaced due to premature battery depletion and code 1003. No adverse patient effects were reported.